Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10j01105, h10j10015, and h10i04019 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 3 involved in this peritonitis event.

Event description:
This is a spontaneous nurse report from (B)(6) of accidentally unhooked herself and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the nurse reported the following. On an unreported date, the patient accidentally unhooked herself. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient recovered from the peritonitis. The outcome of the event of the patient accidentally unhooked herself was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the peritonitis with (B)(6) was unrelated to dianeal therapy and was due to the patient unhooking herself. The nurse did not provide an opinion of causality for the event of accidentally unhooked herself.